Event description:
Customer alleged seeing a horizontal and vertical line across the display which signifies segments were potentially missing or darkened on the display of the aviva system. Customer discovered the alleged display issue when she called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.